Event description:
The customer reported that the 2600 system had a damaged interconnect cable. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The interconnect cable was replaced. The system was tested and operates as intended.